Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins). It was reported that they had seen a power on reset (por) message and the ins was implanted on the day of the call. They did not have access to the clinician programmer. The hcp stated they would call the manufacture representative (rep) for intervention. No further complications were reported or anticipated.